Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer took the pump out of a pocket, it was noted that the cartridge patient line had separated from the cartridge. The contact did not know how the damage occurred. There was no impact to the customer's blood glucose levels. The customer was able to load a new cartridge successfully.